Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited a failure to capture and had a steady rise in pacing impedance over the past year. It was suggested the cause was either a lead fracture or calcification at the lead tip. The right ventricular lead was explanted and replaced. The patient was discharged following the procedure.